Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the stain on the forceps elevator was reprocessing was not conducted properly due to leakage from broken channel. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited stain on the forceps elevator. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that adhesive on bending section cover had a crack; waterproof failure due to broken channel tube; suction amount was out of specification due to damage of channel tube, replacement of necessary parts was necessary due for regular inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.